Event description:
It was reported that the physician¿s handheld device was malfunctioning. No details were provided. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Additional information was received stating that the issues had resolved after the handheld device was replaced.